Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to right ventricular and respiratory failure. The outcome was not device or therapy related and the device would not return. The right heart failure did not exist prior to left ventricular assist device (lvad) implant. A device related issue did not cause or contribute to the right heart failure or respiratory failure and the right heart and respiratory failure was considered to be a progression of disease.

Manufacturer narrative:
Section d4: UDI: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the patient¿s outcome could not be conclusively established through this evaluation. The heartmate ii lvas instructions for use (IFU) lists right heart failure and respiratory failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists right heart failure, respiratory failure, and death as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.